Manufacturer narrative:
Utmd is reporting this event because during use, an unknown amount of blood was lost. During the use of the device, there was a leak in the catheter near the suture site. The infant was born at (B)(6) gestation with multiple serious and life-threatening conditions.

Event description:
A uvc was inserted at the delivery of a premature infant ((B)(6) gestation). A few hours after placement an rn noticed that the catheter tubing was leaking near the 8 cm mark (near the location of the sutures). The catheter was replaced.